Manufacturer narrative:
Unit had no button response due to unlocked keypad flex connector on j2lcd/b. Unit had cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's act and up buttons were unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.